Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and found an error code related to failure of the oxygen blending module. The device failed a test step during testing for flow measurement for oxygen blender module and it was observed that the flow sensor was misaligned. The device's oxygen blending module board was replaced to address the issues.